Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported they are having issues when trying to charge the implanted neurostimulator. Caller stated they usually charge every morning and it is down to 30% but now it was in the red/empty. Caller stated then they were having a hard time during the charge session and it took over 2 hours and they could not get it over 70% charge. Caller stated they have been trying to do things that they were told to do in the past (like removing and reinserting the battery) and it was working some but now it is not working at all. Caller also mentioned that at one point the controller screen went white.agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery back into the controller and confirmed green flashing light above screen; controller is 80% and implant is 60 %. Caller then c onnected recharger and the screen would go from poor recharge quality (76) to battieres (49) recharging but with no quality displayed. Agent had caller check recharge speed; confirmed it is at 4. Agent asked caller if they had any changes to implant pocket site, c aller stated none they can think of but how would they know. The controller screens continued to fluctuate between the 2 screens with no movement of the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt said that they had been having to charge the ins every twelve hours and the ins would be totally dead and in the red. Pt said that the last few days, the ins had been charging up to 90% and had been charging really quick, however today it had gone haywire as they had been charging the ins for over an hour and the ins was only at 30%. Pt said that they used to charge the ins once a day and now they could charge the ins two or three times a day. Agent advised the pt to try recharging their ins with the replacement recharger once received and see if the issues recharging the ins are resolved. Agent redirected pt to hcp for potential ins reprogramming to possibly help extend the ins battery life between charges.information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they had a paddle sent to them last week and that did not seem to do much. Patient said th eir battery kept draining and went to red 3 times a day. Patient went to the healthcare provider and they did x rays and everything inside was fine. Patient service reviewed with patient that replacing the equipment would not fix the issue of the implant battery draining fast. The patient was redirected to their healthcare provider to further address the issue and meet with mdt rep.